Manufacturer narrative:
We currently in the process of obtaining the complaint mr290vx vented autofeed humidification chamber from the hospital for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the mr290vx vented autofeed humidification chamber had cracked while being used with an oscillator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290vx vented autofeed humidification chamber was returned to f&p in new zealand, and was visually inspected. Results: visual inspection revealed the chamber dome was cracked below one of the ports. White residue was also found inside the chamber. Conclusion: the hospital reported that the subject mr290 chamber had cracked while being used with an oscillator for high frequency therapy, which is most likely the contributing factor to the observed crack. It is recommended to use an mr290hfv chamber for high frequency therapy. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject mr290 chamber would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred during use, which suggests that the subject mr290 became damaged after it was released for distribution. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Use only the mr290hfv with the sensormedics 3100b." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in houston, texas reported to a fisher & paykel healthcare (f&p) field representative that the mr290vx vented autofeed humidification chamber had cracked while being used with an oscillator. This was observed during use on a patient. No patient consequence was reported.